Event description:
It was reported that the ventilator would not generate any pressure with an audible alarm. This event occurred in a pre-use condition where the ventilator was being set-up. The ventilator was not connected to a patient when the reported problem occurred.